Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. A lead integrity alert was triggered for sensing integrity counter (sic) and non-sustained high rate episodes at or around the time of death. The cause of death has been requested and was not provided.